Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed 'vent inop" and "transducer fault". The customer performed transducer tests but it failed. The customer reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: this complaint was confirmed and not duplicated (all transducer tests passed). Xdcr pt 800 has recorded faults on the event log but successfully calibrated. The combination of xdcr faults at power-up/auto-zero with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoids failure. This issue will be internally investigated within vyaire.